Event description:
Device issue: balloon rupture. Time of device issue: during deployment. Adverse event: none. It was reported that the lesion was distal of the right coronary artery (rca) with heavy calcification. A whisper guide wire was used to access the lesion and the 2.0 x 18 mm voyager was used to pre-dilate 8 atmosphere, but the balloon ruptured. The device was changed to a 2.0 x 15 mm voyager to finish the case. No pt effects were reported. No additional info was provided.

Manufacturer narrative:
(B)(4). The device has been received. The investigation is not yet complete.